Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with plastic stent placement. According to the complainant, four plastic stents were successfully deployed in the common bile duct. As the guidewire was being removed, the hydrophilic tip of the guidewire detached and fell into the patient. The detached fragment was not retrieved. The procedure was completed with the original jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.